Event description:
The user reported that they were using the gm11004150 segmented cylinder applicator set in conjunction with a pdr treatment and experienced an issue with the flexible probe, gm11002280-component of the segmented cylinder applicator set, slipping during the pdr treatment. The incident involved a potential of 2.0 cm displacement of dose during 7 pulses of a pdr treatment. It is not clear when the shift occurred, but there were 7 pulses where it could have happened. The site has declined to provide any additional information regarding the treatment.

Manufacturer narrative:
The issue that was reported is consistent with the information detailed in varian medical systems complaint (B)(4), in which a corrective action has been initiated to inform the user to cease use of the gm11004150 for pdr treatment and to replace the device with the modified shielded applicator set, gm11004380. The flexible probe can slip in the guide tube under sufficient force when correctly attached to the guide tube, with the applicator secured in the patient's body. Patient movement during treatment or between pulses can result in significant force applied to the flexible probe, when the segmented cylinder is secured in the patient. This may not be detected immediately during pdr brachytherapy due to the long total treatment time (24-48 hours) without constant patient monitoring. The corrective action was previously reported under the guidelines of 21 cfr part 806 (recall #: z-1324-2013; reference #: 9612638-04/19/2013-001r). No further follow up to this MDR is expected.